Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient to close all background application, forget all other bluetooth device under smart device bluetooth settings, advised on system memory reset and advised to reset the smart device every other day. No additional patient or event information is available.